Event description:
Customer advised that the right hand side of the bed (from the foot end), the side support rail has split in half.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.